Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01244. It was reported the patient was unable to enter into MRI mode and the therapy strength is decreasing on its own due to high impedances. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated.